Event description:
A cartridge alarm was reported by the caller, specifically cartridge alarm 20. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer service team assisted the caller in loading a new cartridge using the proper technique, and the caller was able to successfully load a cartridge and resume insulin therapy, resolving the issue.